Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported continuous occlusion alarms occurred and were not resolved. The customer went to the emergency room on (B)(6) 2024 and was admitted to the hospitals intensive care unit (ICU) with a blood glucose level of 463 mg/dl. The customer attempted to self treat with multiple supply changes but was treated intravenously in the ICU with insulin and received fast acting manual insulin injections. The customer was released from the hospital with issue resolved and no permanent damage.